Event description:
It was reported that the guidezilla was fractured. A guidezilla guide extension catheter was selected for use. During the procedure, it was noted that the guidezilla was fractured. The procedure was completed. No patient complications were reported. It was further reported that the 70-80% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. The device was removed from the patient via trapping technique with deep intubation of guiding catheter. After removing the fractured guidezilla, the physician was able to perform successful stenting. The patient was stable post procedure.

Event description:
It was reported that the guidezilla was fractured. A guidezilla guide extension catheter was selected for use. During the procedure, it was noted that the guidezilla was fractured. The procedure was completed. No patient complications were reported.